Event description:
Complaint alleged that the lt CPR lever was not working.

Manufacturer narrative:
Technician found that the CPR lever was not working due to roll pin in linkage was halfway out. Reinserted roll pin in the linage to resolve this issue.